Event description:
It was reported to vyaire medical the customer called in requesting troubleshooting for auto-cycling. No patient involvement. Reported issue occurred during pm procedure.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Vyaire medical technical support was able to resolve the customer issue through trouble shooting. The customer noted the water trap on the medical air inlet connector was not threaded correctly and was causing the leak. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : currently, the device has not been returned for evaluation.